Manufacturer narrative:
Investigation: the species of bacteria was found to be cocci. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient identifier, age, or weight.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form.

Manufacturer narrative:
Investigation: the customer followed up with the donor. A few days post-donation, the donor had a visit to the doctor for a suspected ear infection. The donor was diagnosed with both a sinus and ear infection. Antibiotics were given and treatment started on (B)(6)2014. Per the customer, donor had reported on the day of donation she had 'allergies'. The disposable set was unavailable for return and investigation. The run data file for the donation was analyzed and no conclusive cause for the bacterial contamination was found. There were no unusual process variables and the trima accel system operated as intended. Investigation is in process. A follow up report will be provided.

Event description:
The customer (blood donation center) reported that they had positive blood cultures on a triple platelet product. The products were collected on (B)(4) 2014 and were sent to the hospital on (B)(4) 2014 with all testing results acceptable for release. One product of the triple platelet collection was returned to the customer due to clumping on (B)(6)2014. Testing determined that the clumping was due to bacterial contamination. The blood center notified the transfusion hospital of the contamination in regard to the other two sister products on (B)(4) 2014. A patient transfused with the first platelet product did not have any complications. No medical intervention was necessary and the patient was released from the hospital. Donor unit #: (B)(6) patient information is not available at this time. This report is being filed due to bacterial contamination in the transfusable product.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the run data file shows that the system operated as intended. The disposable was not available for analysis. Based on customer statements and the follow up investigation, the root cause for the bacterial contamination is related to the donor having asinus and ear infection, which contaminated the donated platelet product.